Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, high capture threshold. And high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. There were no patient consequences.